Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt's mother stated that the pump intermittently lost power without alarms. She states the battery cap was secure and that she does not see a yellow o-ring. She denied visible pump damage. The reporter said that after replacing the battery and battery cap, she immediately received low battery alarms.